Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in an attempt to establish a connection with the master pdm. This attempt was also unsuccessful. The download data was unable to be downloaded from the pod as a connection could not be established with the master pdm. Inspection of the pod found corrosion on the pcb assembly, mechanism rails, catch beam, and all three batteries. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This leak prevented the proper delivery of insulin.inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies that would result in pain at the infusion site. The exact cause of the reported pain during insertion could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.